Event description:
Procedure type: adrenalectomy. According to the reporter, the balloon exploded soon after insertion and inflation with 25cc of air. There was no report of pieces falling into the cavity or impacting the pt and the incision was not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported and the pt has recovered well and left the hospital.